Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 400 mg/dl in the morning but was treated with manual injections. The customer stated that there was no power from the insulin pump after the alarm. The customer changed the set but the issue was not resolved. The customer was advised to do a complete infusion and reservoir set change as soon as possible. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.